Event description:
A non healthcare professional reported that, the patient underwent surgery to replace the lens in both eyes. Immediately after the operation, the patient experienced an unexpected effect appeared on one eye all kinds of glare. These are diagonal glare from lamps, from reflected light in a mirror, from the reflection of sunlight from shiny surfaces. This was usually a color spectrum. Sometimes it's just white light from the lamps. At night, on the street, where there was little lighting, just saw diagonals of light and it was striped, apparently, it depends on the tilt of the headlights. Even sunlight can be reflected. When it was more illuminated, the patient saw everything, but with multiple rays of light. Patient went to the clinic on the third day after the operation and then a month later, but the surgeon said it was the patient individual perception. However, another doctor at the polyclinic, even before the patient had time to tell something, was surprised at the examination about sparkle of lens especially the left eye. The second eye also sometimes gave this effect, but less often and more smoothed out and there was no diagonal stripes. There was no life or health threat, death or loss of vision.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).